Event description:
Boston scientific received information that this patient's pacemaker system was exhibiting noise on their right ventricular (rv) lead which lead to two second pauses. The patient had recently been evaluated in the clinic due to syncope. It was reported that there six ventricular tachycardia events stored that had very large amplitude with a jagged appearance. The patient was admitted into the hospital and intervention was to be performed. Additional information was received that this patient underwent a revision procedure and the rv lead was explanted and replaced. The patient's pacemaker was upgraded cardiac resynchronization therapy pacemaker (crt-p) due to the patient being paced 100% of the time and dissynchrony on an echocardiogram. The root cause of the oversensing is unknown; however is believed to be the cause of the patient's syncopal episode.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.